Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the abdomen (stomach) and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 and (B)(6)2017 to the flanks and lower abdomen using legarcy coolcurve applicator. The patient was diagnosed on (B)(6)2021 with paradoxical hyperplasia (ph) to the lower abdomen.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 1feb2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 and (B)(6)2017 to the lower abdomen using a legacy coolcore applicator. The patient was later diagnosed with paradoxical hyperplasia (ph) to the lower abdomen.